Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned in two segments in the iol case. Solution was dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "defective". The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. The returned lens shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptic and how it was returned in two segments in the iol case. In addition to this, all lenses are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings and the lack of information, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).